Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise noted on the atrial lead. Lead revision was scheduled during generator change procedure on (B)(6) 2018. Noise could be reproduced pre-op with isometrics, as well as in procedure with pocket manipulation. The lead was capped and replaced. Patient was stable pre and post-procedure.